Manufacturer narrative:
The customer was provided information for storage, repair, testing and replacement. Users are instructed to check the device before and after each use and not to use the vac pac device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week. This report is considered complete and this particular issue closed. Device not available for investigation.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device was not able to hold suction. There was no patient involvement reported. The vac pac was purchased more than two years ago and was destroyed at the facility.